Manufacturer narrative:
E1: initial reporter address - (B)(6). Baxter is in the process of inspecting the allen flex frame. There was no allegation of patient or caregiver injury or death reported from this alleged incident. No further information is available on the repair of the bed at this time. The investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
Baxter received a report stating that allen flex frame hydraulic support rod of the spine brace was shaking. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
The flex frame is designed to position and support the patient¿s head, chest, arms, abdomen and hip in a variety of surgical procedures including, but not limited to spine, cranial, cervical surgery and/or surgery that requires prone, lateral and supine positioning. These devices are intended to be used by healthcare professionals within the operating room setting. Per the IFU, the base joint can be locked usng the foot pedals. When the lock is depressed it applies drag to the ball joint, which helps stabilize the leg. To prevent patient and/or user injury and/or equipment damage, verify the device attaching clamps completely touch the table-side rails and are firmly in place. Test the locking mechanism to ensure no movement when elevated or pushed. According with the service notes the technician has inspected the reported issue on site, the equipment¿s locking function was normal and no fault was found. Based on this information, no further action is required. The reported event of hydraulic support rod of the spine brace shaking is likely to cause or contribute death or serious injury, and could be contributed to a user error due to end user failing to lock the rotation during clinical use. Prevention of this type of event is outlined per the IFU as mentioned above. Therefore, baxter considers this event reportable to the FDA.

Event description:
Baxter received a report stating that allen flex frame hydraulic support rod of the spine brace was shaking. The bed was located at the account and occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.